Manufacturer narrative:
Evaluation summary: during the first treatment, there were multiple alerts that stopped the procedure, and perseon personnel reset the alert each time to resume the procedure. The ablation was terminated by the physician when he noticed that one of the antennas was warm to the touch. The cooling circuit was subsequently replaced and the treatment was completed without further alerts. A review of the device history showed that the antenna lot met all material, assembly, and performance specifications. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that they completed a microwave ablation treatment using 2 antennas. Following the procedure, the patient developed a pleural cutaneous fistula. The physician replaced a chest tube and made incisions to remove air from under the patient's skin. The patient has extensive lung disease and is on steroids, and the pathophysiology of the patient significantly contributed to the problem. Per the physician, despite having a prolonged hospital course, there was no patient harm, the ablation procedure was technically successful, and the patient would likely have died from the tumor if he had not performed the ablation procedure. The patient was in the end very happy with the result.